Manufacturer narrative:
The reported event of mw - channel error file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Received a copy of the customer's medwatch from FDA which states, ¿called into room by rn, who noticed an issue with an IV channel (module, not brain). There was a dobutamine gtt still infusing, but the channel was flashing a "channel error message and was not beeping. The channel was turned off and restarted and now seems to be working fine. Not. Sure what the issue was but it is still concerning that an error was flashing but no beeping alarm and that the drip continued to infuse." An incomplete date of event of (B)(6) 2018 was provided. There was no report of patient harm.

Manufacturer narrative:
The reported event of mw - channel error file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Received a copy of the customer's medwatch from FDA which states, ¿called into room by rn, who noticed an issue with an IV channel (module, not brain). There was a dobutamine gtt still infusing, but the channel was flashing a "channel error message and was not beeping. The channel was turned off and restarted and now seems to be working fine. Not. Sure what the issue was but it is still concerning that an error was flashing but no beeping alarm and that the drip continued to infuse." An incomplete date of event of xx-oct-2018 was provided. There was no report of patient harm.